Event description:
Caller reported a top button defect on the fastclix mobile device. Preliminary evaluation found the lancet protrudes beyond the end cap of the fastclix device. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.